Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8590-1 lot# unknown explanted: (B)(6) (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving gablofen 200 0mcg/ml for a total dose of 989mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported per surgeon the patient had an infection; possible cellulitis. It was unknown what factors may have caused, contributed, or led to the event. No diagnostics/troubleshooting was performed. Cultures were taken and sent to the lab, and the manufacturer representative will not be updated on the results. It was noted that the pump pocket was moved to a new location and the pump was replaced. It was noted that the issue was resolved, and patient's status was "alive-no injury." It was noted that surgical intervention did occur as healthcare professional (hcp) stated the pump site on the patient's right abdomen was starting to look infected, possible cellulitis. The hcp went in and replaced the pump, and moved it to a new location. It was noted when looking at the pump pocket, it appeared to have a mesh pouch that was scarred into the tissue and it was removed and the pouch was discard and will not be returned. An irrigation and debridement was performed to clean out the old pump pocket and was closed up. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-may-26 reported the pump will be in the mail today. No further complications were reported/anticipated.

Event description:
Additional information received from a manufacturer representative on (B)(6) 2017 reported the pump will be returned for analysis, but no analysis request from the surgeon; however the pump can be analyzed. It was noted that the pump should be in the mail monday ((B)(6) 2017). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8590-1, explanted: (B)(6) 2017, product type: accessory. Patient code (B)(4) applies to the pump.

Event description:
Additional information received from a healthcare professional (hcp) reported that the mesh pouch was not placed by hcp and therefore did not have the lot numbers for the pouch. It was noted that the patient first started experiencing the reported pocket looking infected and pump scarring into the tissue within 10 days of surgery. The results of the cultures performed was noted as pseudomonas. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - patient code (B)(6), device code (B)(6) and conclusion code (B)(4) no longer apply to the pouch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event and/or product problem has been corrected to reflect that only an adverse event was reported. If information is provided in the future, a supplemental report will be issued.